Event description:
It was reported that the patient presented asymptomatic to the emergency room after receiving inappropriate hv therapy due to post-sensed t-wave oversensing on the ventricular lead. The issue was initially resolved by decreasing the ventricular sensitivity, but the physician later elected to cap and replace the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.